Event description:
Balloon inserted during cardiac catheterization procedure at approx. 12:15 pm. At approx. 14:30 blood was noted in the iab helium tube. Balloon was removed. Tear was noted after removal.